Event description:
On (B)(6)2020, a peritoneal dialysis (pd) patient's contact reported to fresenius technical support that the patient had undergone surgery the previous day. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) revealed the patient was diagnosed with an umbilical hernia prior to beginning pd therapy and elected to "hold off" surgical correction. The patient reportedly began experiencing drain complications, and radiological studies (date not provided) revealed the patient's umbilical hernia had worsened and displaced the pd catheter (not a fresenius product). On (B)(6)2020, the patient successfully underwent an outpatient pd catheter revision, umbilical hernia repair and was recovering from the events at the time of follow up. The patient has continued to perform continuous cyclic peritoneal dialysis (ccpd), with reduced fill volumes and additional exchanges. Per the pdrn, the hernia was not caused by the utilization of any fresenius product(s), drugs(s) or device(s). However, the performance of pd therapy increases the intraperitoneal (ip) pressure, and likely worsened the hernia over the last several months. The pdrn stated the patient was educated as to the risks prior to beginning pd for renal replacement therapy (rrt). During follow-up, the pdrn reported the patients's revised pd catheter (not a fresenius product) stopped working on (B)(6)2020 and was going to require replacement (specifics not provided). The patient was hospitalized on (B)(6)2020 for the surgical removal of the existing pd catheter (not a fresenius product), and the placement of a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient was transitioned to "back-up" hd for rrt to allow time for the patient's abdomen to heal. Per the pdrn, there is no complaint or allegation a fresenius devices(s) and /or product(s) caused the events. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).